Event description:
This ICD was explanted and replaced after the patient received multiple inappropriate shocks. The rv lead was discovered dislodged and was successfully repositioned.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device the manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The memory content of the ICD was inspected. The battery status was mos1 and 116 charging cycles were documented. The available iegms showed very small qrs complex amplitudes, which presumably resulted from the reported lead dislodgement, and led to the clinical observation. Based on the analysis, the ICD functioned as expected. There was no indication of a device malfunction. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. The clinical observation most likely resulted from the reported lead dislodgement. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.